Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached and bucked (uso) upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was contaminate on the bottom of the keypad. The upstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of a worn keypad. Upon physical inspection, a detached and buckled upstream occlusion sensor (uso)was found. There was no patient involvement, no patient injury was reported.